Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis event was unknown. It was not reported if the patient was hospitalized for the peritonitis event. On an unreported date, the patient began unspecified treatment (dosage, route, duration and frequency not reported) for peritonitis. At the time of this report, the patient was still being treated for the peritonitis event. The outcome of the peritonitis event was unknown. The action taken with pd therapy was not reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). At the time of this report, the patient was still receiving unspecified treatment for the peritonitis event. At the time of this report, the peritonitis was not resolved and the patient was not recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.